Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: nine (9) devices were received for evaluation. Visual inspection on the samples identified silicone oil located on the interior wall of the device covers. The reported condition was verified as silicone oil. The cause of the oil is related to the manufacturing process; however, this condition is cosmetic and has no impact on the function or safety of the product. Silicone oil is a medical fluid that is non-volatile material and is used in the manufacturing process. The process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from cover contact. Small amount of silicone oil from the bladder may have dripped onto the interior wall of the cover during manufacturing; however, the silicone oil on the interior wall of the cover is an expected product characteristic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking. A thick liquid was observed slowly leaking inside the pump along the walls. The device was upright, and the leak originated from the top near the collar. The event occurred prior to use. There was no patient involvement. No additional information is available.